Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised due to lack of in-growth into the femoral component. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 0001825034-2013-04647. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.